Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (unk mg/ml at unk mg/day), bupivacaine (unk mg/ml at unk mg/day), and fentanyl (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient has had the pump shut off for the past two months while dealing with other medical issues (like having a tracheotomy and ventilator) but then this last friday, pump managing physician opted to restart pump medication at 50% of his previous doses. The healthcare provider (hcp) stated that the patient was back in the intensive care unit (ICU) with respiratory depression and altered mental status, so they wanted to shut the pump off immediately. The technical services (tss) stated that pump has three months of life left so discussed all options including permanent shutdown, temporary stop, minimum rate mode, and emergency stop procedures. The tss sent emergency stop procedure documents and provided number for the national answering service (nas) to get rep out to assist in programming a change. The hcp stated he talked with pump managing physician who recommended reaching out to medtronic. Additional information was received a healthcare provider (hcp) stated that the patient had tracheotomy, respiratory depression, altered mental due to being overdosed by the pump medication. Additionally, the patient was on a ventilator in the intensive unit care (ICU) due to overdose symptom. Action/intervention: reduced the medication rate. Outcome: the patient was dispatched and doing well.